Manufacturer narrative:
Device was initially received for the complaint that the device had a crack in the battery compartment. During investigation found the buckling upstream occlusion seal. This malfunction makes the event reportable. The visual and functional testing was performed. Replaced upstream occlusion (uso) seal for preventive maintenance. Upstream occlusion (uso) and downstream occlusion (dso) calibration was performed. The device passed all testing after repair.

Event description:
It was reported that the device has a crack in the battery compartment. The event occurred during testing. During investigation found the buckling upstream occlusion seal. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.